Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention took place on (B)(6) 2022 wherein an additional system was implanted to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Per additional information received there is no allegation against the drg system. Hence this event is no longer reportable.

Event description:
Additional information received indicates the scs was implanted for new pain. The drg system was providing effective therapy.